Event description:
A medtronic representative reported that during a functional endoscopic sinus surgery (fess), the navigation system software became unresponsive on the registration screen. The site preformed a hard reboot of the system, which was reported to have resolve the issue. The medtronic representative reported the navigation system software was left on the registration screen for approximately 20 minutes before the site attempted to use the system. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information not provided due to canadian patient privacy regulations. A software investigation was completed and determined the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.